Event description:
It was reported that the customer had high blood sugars and was hospitalized due to high blood glucose during the summer. Customer's blood glucose reading at the time of hospitalization was above 600 mg/dl. Caller stated that the customer did have a bent infusion set cannula, but she does not remember all the information in regards to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.